Manufacturer narrative:
The serial number of the sonicare power toothbrush was not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that the flexcare blue power toothbrush caused damage to and broke their dental bridge. Consumer sought medical attention from a dentist.